Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient experienced elevated blood glucose levels in the 500mg/dl range with increased urination and thirst. The patient reportedly ate an increased amount of carbs and sugar today and the patient was given a bolus to cover the carbs. The patient's blood glucose level reportedly went down to 60mg/dl and the patient reportedly felt "low." The patient was treated with a sugar tab and a glass of juice. This report is being made based on the indication that the patient experienced high and low blood glucose levels while on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.